Manufacturer narrative:
The main root cause of problem is a misuse. The surgeon performed bad acquisitions and did not consider the information displayed by the software page (and user manual guidelines) to check the acquisitions accuracy. Therefore, inconsistent navigated values were displayed by the software application inducing glenoid fracture.

Event description:
A fracture of glenoid happened while drilling center cage in the glenoid with the gps system. To achieve proper fixation of the baseplate, the surgeon had to drill a new hole for center cage (not using the gps system).